Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that intra-op, the flexarm disengaged and changed its direction. The first pivot was affected. No patient complications were reported.

Manufacturer narrative:
Product analysis:functional evaluation found the lever that locks the arm big joint of the arm in place is stripped and will not tighten, it just spins in place. Further investigation requires possible destruction of the instrument; root cause of the issue is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.